Event description:
Pt reported that the device's adapter leaked, causing air bubbles to develop in the infusion set tubing. No error messages were generated by the device. Pt indicated that her blood glucose was elevated (400 mg/dl). Pt self-treated by changing the adapter, insulin cartridge, and infusion set tubing, and delivering a bolus.